Event description:
Patient has had at least 2 needles in each 90's bag bent. Dose, frequency & route used: four times a day. Therapy dates: at least since 2007. Diagnosis or reason for use: insulin injection.